Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had blood glucose (bg) readings over 600mg/dl without reported symptoms. The patient did not receive treatment above or beyond the usual routine of diabetes care and management. The patient is currently on insulin injections. Customer support (cs) reviewed settings and all settings are correct. The reporter stated that there were no changes to the patient¿s diet or activity. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The black box shows the pump was manually suspended on (B)(6) 2014 19:51 and manually resumed on (B)(6) 2014 10:27. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose (tdd); showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The battery compartment is cracked from threads to case seal; the returned battery cap was able to attach to the pump and was used to complete all testing. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.